Manufacturer narrative:
The sample device is indicated as unavailable for evaluation. Without such evidence, the root cause cannot be determined. If additional information is received, the issue will be re-evaluated as needed.

Event description:
Catheter ruptured during a clearance attempt, with sodium chloride 0,9%.